Event description:
During operative procedure (arthroscopy of right knee for lateral retinacular release) the hook tip of the cautery electrode for the hand-held coagulator broke off and embedded in pt tissue. Xrays done and tip retrieved. Operative procedure prolonged by one hour.